Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had high power and intermittent high watt alarms. The patient's international normalized ratio (inr) was 2.0 and lactate dehydrogenase (ldh) was 835. The following day the patient's ldh was 779. Hospitalization was required as a result of this event. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed power consumption above the normal operating range from (B)(6) 2020, through (B)(6) 2020, followed by decrease in power consumption on (B)(6) 2020, to baseline parameters. An increase in power consumption was observed on (B)(6) 2020, leading to parameters above the normal operating range, followed by a sudden decrease in power consumption on (B)(6) 2020. 71 high watt alarms and 15 low flow alarms were logged since (B)(6) 2020. As a result, the reported high power and low flow events were confirmed. Information provided by the site indicated that the patient was treated with thrombolytics, after which a decrease in power consumption was observed, which is consistent with the decrease seen in the log files on (B)(6) 2020. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad pump. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was discharged to home, date unknown. The patient was readmitted for with high watt alarms and continues to have high watts, power = 5.6 at 2540rpm. The patient will be treated with thrombolytics. Per vad coordinator, patient remains hospitalized for treatment of suspected thrombus with thrombolytic therapy. Per the logfiles, after initiation of thrombolytics the power consumption returned to baseline and the following day the patient began having low flow alarms, decreased pulsatility and power. Resuscitation was attempted however, patient expired. The exact cause of death is unknown, however a bleeding event is suspected given the thrombolytic therapy. No autopsy is being performed, so the pump will not be returned.

Manufacturer narrative:
A supplemental regulatory report is being submitted for additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.